Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was intermittently stuck. Additionally, it was reported that the touchscreen intermittently did not illuminate when pressed. There was no reported impact to customer's blood glucose. Customer declined follow up from tandem technical support so no further information could be obtained.